Manufacturer narrative:
Company representative evaluated the unit and replaced the spo2 cable and sensor. Customer ordered a replacement monitor.

Event description:
Customer reported an issue with the passport v monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.